Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, implanting the device off-label was ruled out as potential cause. Additionally, the patient having contraindicating conditions or injuries to the area have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the blistered area is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported a blistered area on the arm where their neurostimulator is implanted despite not using the device for approximately four months. The patient was advised to seek medical advice from their primary care physician or another healthcare provider regarding the reported issue. On (B)(6) 2026, the patient saw their dermatologist who noted the patient had hives and they were given a topical cream. As of (B)(6) 2026, the patient is not using the neurostimulator and declined an appointment with the implanting clinician once the dermatologist confirmed the blistered area was hives. No further information is available at this time.